Event description:
One touch ultra meter was prompting the apply sample, error 1, and error 5 messages. The pt had to go the hospital, since they were unable to test and was experiencing a fast heartbeat. They took an oral medication prior to going to the hospital. No diabetes treatment was administered for the 109 mg/dl reading obtained on the hospital meter. The pt was given breathing treatment. The pt did not allege harm. There is no indication that the pt experienced injury or medical intervention due to the meter. The customer care representative (ccr) verified was using correct testing techniques, had test strips which were in good condition, and the battery compartment was in good condition. The ccr walked the pt through retesting and the test did not start. The meter only prompted the "apply sample" message. Based on the unresolved message prompted, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.